Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed an error and insulin was squirting out during the manual priming process. The customer stated that when they changed the infusion set the insulin pump was not registering; the numbers were not displaying on the screen. The customer's blood glucose was 160 mg/dl. The insulin pump had not been dropped. The drive support cap was sticking out. The customer had not pressed the cap while connected to the insulin pump. The customer stated that they had been wearing the device in their bra, since they lost the belt clip. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test and was unable to prime during the prime test due to a loose and protruded drive support disk. The insulin pump had minor scratches on the display window, a cracked belt clip slot at battery tube threads area, a cracked reservoir tube lip and a missing end cap sticker.